Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the surgeon able to press the green button but unable to squeeze the handle and the device failed to fire normally. The surgeon then used another handle to resolve the issue in order to complete the case. It was stated that two handles had the same malfunction during the event. There was no patient injury.